Event description:
Olympus was informed that toward the end of a routine colonoscopy procedure, the device broke as the tip was exposed to cautery while cauterizing several very small polyps. There were no device fragments that fell inside the pt as the device was intact. The device was replaced with a second similar device. While using the device to cauterize a polyp, the device fractured and a fragment fell inside the pt. A third similar device was opened and used to successfully retrieve the device fragment. The pt was stable after the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.